Event description:
Information was received from a health care provider (hcp) via a patient receiving intrathecal clonidine, dilaudid (hydromorphone) and bupivacaine via an implantable pump for non-malignant pain. It was reported that the hcp stated that the patient's pump was filled last (B)(6) 2025 and the patient had an expected refill date of (B)(6) 2025. The patient reported that this past week he noticed that his refill date moved up to (B)(6) 2025 and he noticed he was having intermittent withdrawal symptoms. The patient reported this past weekend he had a weird taste in his mouth and he was vomiting. The patient was at the hcp's office today and the tablet was still showing the refill date to be (B)(6) 2025. There were no alarms or issues in the pump logs. They withdrew 17 ml from the pump reservoir and they were expecting back 17.6 ml. The nurse put the 17 ml back in the pump and tried to update the pump and the refill date on the tablet was showing (B)(6) 2025 and the personal therapy manager (ptm) was still showing (B)(6) 2025. There were no alarms or issues showing in the pump logs. Technical services walked the patient through a decouple/ recouple and that did not change anyt hing. The hcp stated that the patient was going to come in next week for a catheter dye study. The patient mentioned that he just had hip replacement in (B)(6) 2025 and he was taking oral medication and was weaned off of that and did have some withdrawal symptoms from that but that was a month ago. Technical services was replacing the handset to see if that will resolve the refill date discrepancy. Additional information received from the patient indicated that the patient did receive the personal therapy manager (ptm) replacement, but that did not resolve the refill date change. The patient repeated issues that were previously reported. The doctor ended up filling his pump and he made a programming change and, at the time of the this report, the refill date was in (B)(6) 2026. The patient mentioned that "on saturday last weekend", he went to take a bolus and his pump had "reset" and it was only 11pm. Technical services reviewed daylight savings and suggested that the patient talk to his healthcare provider (hcp) about the pump time. The patient had an appointment with his hcp planned for "monday next week". The patient mentioned that the dye study was negative for any catheter issues. At the time of this report, the patient thought that the pump had spun around his body and he thought that the catheter was looped around the pump and, if he laid on his side, he was wondering if he was somehow cutting off drug flow, causing intermittent withdrawal symptoms. The patient would discuss having the pump replaced because he was concerned that it was going to stop working again.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2018, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 13-sep-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.